Event description:
It was reported that during a colorectal endoscopic mucosal resection (emr) procedure, after successful polyp ligation, when the stuck handle was further gripped, the wire around the handle was severed and the loop could not be released. As the handle no longer functioned and the loop could not be released, the sheath near the handle was cut with pliers and removed from the endoscope. With the sheath protruding from the patient's anus, the endoscope was reinserted into the large intestine and an attempt was made to cut the loop with a loop cutter. However, before the loop cutter could be used, the clogged sheath came off. The procedure was then completed without any further problems. This troubleshooting took about 30 minutes; it was noted the procedure was still completed using the same devices. There were no further reports of patient harm.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. Olympus determined the following cause: the loop was placed around the body tissue. The tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. The slider was pulled to tighten the loop. Because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. The hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. Pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. The slider was forcefully operated in state causing the operation pipe of the slider to deform and break. Also, the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. Based on the results of the investigation, the probable cause is linked to device but unable to trace more specifically. The investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.